Event description:
The user facility reported there was a dirty package found during preparation of a surgery. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported there was a dirty package found during preparation of a surgery. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.